Manufacturer narrative:
H3: evaluation summary: screw hole is distorted & shows sheared/glazed surface. Screw must be oriented at extreme angle that would not normally be possible without deformation. Screw pulls through only when placed at extreme angle allowed by deformation. It is possible screw may have been over torqued leading to deformation. Exact cause is unk. H6:evaluation codes: one of the 3 thru-hole dimensions shows gouging/deform damage along inner rim. One side of outer sphere of thru hole shows evidence of possible thread contact & appears to be flared in outwards direction. Measurement instruction sheet indicates thru holes met dimensional specification during mfg. Bone screw meets dimensional print specification where measurable. Mfg recorders are intact and conforming.

Event description:
During insertion of bone screw into acetabular shell the screw pulled through the shell. The bone screw was removed.